Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had met with a manufacturer's representative (rep) and it was determined that the external antenna was the problem. Patient was issued a new antenna. No new symptoms were reported. There were no reported complications and no further complications were expected.

Event description:
Information was received regarding a patient being unable to sync their patient programmer with their implantable neurostimulator (ins). The patient saw the poor communication screen. The patient checked that their antenna was secure and attempted to interrogate but could not. The patient tried interrogating using the programmer directly but was unable to. Patient was issued a new programmer. Additional information received stated that stated the patient was still unable to communicate with the ins using a new programmer, and planned to reach out to his healthcare provider (hcp) and a manufacturer's representative (rep). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.